Manufacturer narrative:
On 12jul2023, a bench service engineer (bse) evaluated the device at the bench service center. The bse confirmed that device was getting an 1104 error code. A replacement central processing unit (cpu) printed circuit board assembly (pcba) was ordered to resolve the issue. The investigation is ongoing.

Manufacturer narrative:
H10: an additional part, the rear bezel, was requested but is currently backordered, preventing the replacement of the cpu pcba. The repair for this unit cannot be conducted at this time due to the part being on back order due to covid-19 global event, this service spare part is considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered cpu pcba assembly aligns with the recommended repair of the reported malfunction per the service manual. When the rear bezel part become available the cpu pcba repair will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
On (B)(6) 2024, the bench service engineer replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the backup alarm failure alarm. Following the part replacement, the bse completed testing and verification on the device and the device successfully passed all the included tests. The bse set the device to factory settings and returned the device to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an 1104 (check vent: backup alarm failed) error code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that this was the second time the error code has occurred and requested sending the unit in for bench service. The rse explained the bench process and provided the customer with the bench request form. As of 20jun2023, further information, troubleshooting, and resolution is pending the decontamination of the unit at the bench repair center. This investigation is ongoing.